Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.